Event description:
A malfunction was reported with a pump displaying malf 24, and it was not resettable. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump, and the customer was informed about programming their settings into the new pump and connecting their cgm. The customer was also instructed on how to store the malfunctioning pump and return it to tandem within 10 days using a provided box and label to avoid charges. The replacement pump was sent, and the customer acknowledged all instructions and processes needed to continue their insulin therapy without interruption.